Event description:
The customer reported a few drops of clear fluid leaked from the probe of the coulter act diff analyzer during startup. The leak was not contained within the instrument. The operator was wearing a lab coat and gloves at the time of the incident. There was no exposure to open wounds or mucous membranes. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse replaced peristaltic pump, cleaned baths, cleaned probe wipe and performed clog detection procedure. The fse observed flagging on platelet (plt) results. In addition, the fse performed decontamination and replaced diluent filters to resolve the leak and plt issues. The fse verified the instrument and the instrument was returned to normal operation. The customer has been contacted to provide additional information on whether or not the plt results were erroneous; however this information was not provided. (B)(4).